Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in section b5 with this report.

Event description:
On (B)(6) 2021, medtronic legal received information regarding adverse events that customer experienced. Customer reported being hospitalized for low blood glucose of 16mg/dl on (B)(6) 2019. The insulin pump was suspected as the reason for the hypoglycemia. On (B)(6) 2019, customer went to the emergency room and was admitted for diabetic ketoacidosis with bg of 500mg/dl. On day two of her hospital stay, her insulin drip was turned off and she was placed back on the insulin pump and her blood sugar rose quickly. Her attending physician voiced his concern about the pump not functioning properly. On (B)(6) 2019, customer was went back to the emergency room and was readmitted for high blood glucose of 452mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding that the customer experienced diabetic ketoacidosis and hypoglycemia and hospitalized on (B)(6) 2019. Customers blood glucose value was 500 mg/dl. Customer was treated with insulin drip and after back on the insulin pump customer again had high blood glucose of 557 mg/dl. Customer alleged that insulin pump was not functioning properly and had low blood glucose of 16 mg/dl and got hospitalized. The devices will not be returned for analysis.